Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) experienced intermittent loss of stimulation and communication with the ipg prior to complete stimulation loss and no ipg communication. Troubleshooting did not provide resolution and the ipg was identified as inoperable. In turn, surgical intervention was undertaken to explant and replace the ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.